Event description:
It was reported that the first and the second coils were successfully detached in the aneurysm. However, as the physician attempted to deploy the third coil, it "got tangled in the second coil" (subject device). Both coils and the microcatheter were removed as one unit without any clinical consequences to the pt. The procedure was successfully completed with use of other coils. The current pt's condition was "listed as no adverse event".

Manufacturer narrative:
Add'l info regarding the event was requested and the following was determined: there were no anomalies noted with the coil during initial inspection and preparation. The pt anatomy was moderate tortuous. All direction for use instructions were correctly followed. Continuous flush was maintained.